Event description:
Father called for his son who uses the system. He said they put a pod on him before school. Around 12 noon the school nurse called to say the child's bg was over 400. They removed the pod and noted that the cannula didn't insert. The pod was thrown away and is is not available for eval.

Manufacturer narrative:
The device involved in the reported incident will not be returned to the MFR for evaluation. Unable to confirm any product malfunction. No conclusion can be reached at this time. This complaint will be considered complete and closed. The product user guide instructs the user to check infusion site often for proper cannula placement. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.